Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone; phone_control_ios. Cloud - omnipod 5 software app version; 1.1.5. Cloud - smartphone operating system; 18.1. Cloud - smartphone hardware; iphone15.4. Cloud - cgm sensor type; g6.

Event description:
It was reported that the patient had required treatment for hypoglycemia. The patient's blood glucose levels had decreased to 40 mg/dl while wearing the pod between 1 and 4 hours. The patient reports shaking, swearing and feeling dizzy. The patient reports having 2 apple juices and administering a shot of glucagon. Upon arrival of the emergency medical technicians (emts) the patient was treated with glucose gel.